Event description:
It was reported that the cartridge leaked during tubing fill because the infusion set connector was not attached correctly, resulting in an infusion set/cartridge connection issue that was resolved after user troubleshooting with guidance from an agent. Symptoms included no reported clinical effects. Outcomes included no reported impact to the user and no alerts or alarms. Investigation included technical support review and user education. Investigation of this case revealed user error related to improper connector seating. It was concluded that the device functioned as designed and the event was attributable to user handling, resolved through correct reconnection and instruction.